Manufacturer narrative:
Concomitant products: product ID 4301-35, serial # (B)(4), implanted: (B)(6) 2001, product type lead; product ID 4301-35, serial # (B)(4), implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that there was a slipping gastric stimulator. It was noted that the patient¿s device had been slightly slipping toward the lateral aspect of the pocket, causing some discomfort. It was noted that surgical repositioning was indicated. It was noted that the device was re-secured in the pocked and verified to be functioning well. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.